Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. As received, belt sn (B)(4) failed incoming testing. Upon eval, the cable connecting ECG electrodes a and b was cut. The cause of the test failure cannot be positively determined but is likely the damage to the cable and internal wires. The root cause of the damaged cable is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.